Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2014 for a computed tomography (CT) angiogram to evaluate inflow cannula position. Patient experienced increasing lactate dehydrogenase (ldh) levels with a peak at 5000. All pump parameters were normal. Hemoglobin (hgb) continued to drop to 7-8 grams requiring packed red blood cell (prbc) transfusions daily. Creatinine elevated to 3.0. A ramp study was performed with 12,000 rpm and no atrioventricular (av) closure. The patient returned to the operation room for a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The report of increased ldh and flow issues was confirmed based on the evaluation of the returned pump. Examination of the pump blood-contacting found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The observed thrombus formation would have contributed to the reported increase in ldh and flow issues. The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operating on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from the (B)(6) registry stating: pump thrombus.

Manufacturer narrative:
Device evaluated by manufacturer: the lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.